Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. (B)(4).

Event description:
Caller states that the following results were obtained on a patient, using two inform systems, within 10 minutes: 1. 44 mg/dl, 271 mg/dl (inform system 1) - within 8 minutes 2. 271 mg/dl (inform system 1) and 52 mg/dl (inform system 2) - within 4 minutes reading of 271 mg/dl was taken only once - no duplication of reading. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.